Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after the catheter was in place, the doctor removed the spring wire guide (swg). After removal, the swg was found broken. Additional information received 01/23/09 stated the swg was removed in its entirety with no complications to the pt.